Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the pump powered on with audible and vibratory features. A rewind, load and prime sequence were performed with no issues. The pump was exercised for a 24hr duration period with no self-suspending during that time period. There was no hypersensitivity to the buttons on the keypad. The pump was able to be manually suspended and manually resumed with no issues. The total daily doses added up correctly and reflected the users programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) greater than 500 mg/dl with difficulty waking up, confusion, blurred vision, and symptoms of dehydration. The reporter stated that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the insulin pump. During troubleshooting with customer technical support (cts), it was revealed that there were occlusion or empty cartridge alarms observed in the alarm history at the time of the pump suspension. The reporter also stated that the patient was under extra stress that could have contributed to the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in suspending the pump from giving insulin when attempting to confirm an alarm.